Event description:
The patient called lfs and stated that their meter would only prompt the insert strip message after powering the meter on. The issues was not resolved with troubleshooting. They stated that they were taken to the hospital because they were unable to test on the meter. They stated that they attempted to test on their family members meter but were unable. They stated that at the hospital they were treated with glucose and insulin. The patient reported that they could not see, their legs were week, they had a bad headache, and became unaware. They were unable to state if they were experiencing symptoms at the time of testing. They do not know what the result was on the hospital meter. The meter has been replaced for the patient.